Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Reference internal complaint (B)(4).

Event description:
It was reported the physician performed a myosure procedure for uterine tissue removal on (B)(6) 2017, and the patient was discharged home. Approximately ten days later the patient presented to the emergency room (ER) still bleeding. The ER physician recommended a hysterectomy. The patient returned to the ER two days later for the hysterectomy and the bleeding had stopped. The physician still performed a hysterectomy and the "patient is doing fine".